Event description:
Per the clinic, the patient was explanted due to a skin flap infection. The patient was treated with antibiotics and a skin graft which did not clear the infection. The patient was explanted in 2009. Plans for reimplantation were not provided at the time of this report the following month.